Event description:
Medication safety clinician nurse reported an overinfusion of fentanyl in the neuro ICU. Her report states "fentanyl was prescribed for the patient from a 2500mg/50ml vial. Programmed into the pump was 1000mcg/100ml. This meant that while 25mcg/hr dose was programmed into the pump, the patient was receiving 125mcg/hr." The customer declined any investigation stating they understood the event was due to a programming error of entering the wrong concentration. Neither the pcu nor the pump module were sequestered, and she states the hospital will not be able to locate them. There was no patient harm and no medical intervention was required. Customer stated that no further patient/ event information is available.

Manufacturer narrative:
(B)(4). Customer stated that no device will be returned since neither the pcu nor the pump module were sequestered, and the hospital will not be able to locate them.